Event description:
It was reported that a patient complained of pain and heat in his finger from an spo2 finger sensor (probe) used in conjunction with a nellcor dec-8 sensor extension cable and a propaq lt patient monitor. The patient had a red spot on his finger, but there was no actual harm to the patient. The doctor moved the sensor to his assistant's finger and then to his own, and they each discerned that the sensor had become hot.

Manufacturer narrative:
There were three interconnected devices involved in this malfunction report: a welch allyn propaq lt patient monitor, a nellcor dec-8 sensor extension cable, and a nellcor ds-100a oximeter sensor. Testing confirmed that the nellcor dec-8 extension cable malfunctioned. Testing found an electrical short within the nellcor dec-8 extension cable (lot number 6034047). The short in the cable caused a higher than normal electrical current to be supplied to the red led (light emitting diode) located in the nellcor ds-100a finger sensor. The high current caused the red led to dissipate more heat than normal. The red led in the finger sensor can come into contact with a patient's skin under normal use. Testing found that the heat at the sensor site could be sufficient to cause a burn to the skin if contact duration was sufficiently prolonged. The faulty sensor extension cable was returned to its manufacturer (nellcor, pleasonton) for further evaluation. The results of their investigation are pending at this time. The propaq lt patient monitor is being assessed for possible design enhancements to allow this device to be fault-tolerant of the type of cable problem encountered in this situation.